Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider who reported that the patient successfully had their pump refilled and they were receiving dilaudid (20 mg/ml), clonidine (50 mcg/ml), and baclofen (120 mcg/ml). The patient's weight was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving dilaudid (hydromorphone), baclofen and unknown drug via an implantable pump for spinal pain. It was reported that the patient's pump began alarming with a two-tone "european" alarm about 90 minutes prior the patient calling.  The patient stated they were supposed to have their pump refilled on (B)(6) 2021, but had some issues getting into the office.  The patient noted that transportation was tough.  The patient also noted they have had issues in the past with refills and stated that they missed a refill and the pump alarmed in december of last year. The patient noted they had planned appointment on wednesday. Empty pump considerations were reviewed. The patient noted they have not had any symptoms but would follow up with their hcp as soon as possible.  A hcp called and reported the patient missed their refill last week and now their pump was critically alarming due to being empty. The caller stated they would not be able to refill the pump for another couple of day because the patient was on an island where there were no pump hcps.  Empty pump considerations were reviewed. The caller confirmed the patient has not had any withdrawals.  The caller was not with the patient.